Event description:
It was reported that the patient presented to the emergency room experiencing pocket stimulation. The right atrial lead exhibited low impedance and noise; the noise could be reproduced when the patient pressed his hand against another hand. The device was reprogrammed and the patient went home.